Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were now alerts triggered for high pacing impedance on the right ventricular (rv) lead. A rv coil fracture is suspected. Additionally, the left ventricular (lv) lead was not capturing and also had an impedance alert triggered for high pacing impedance. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was reprogramming for the right ventricular (rv) lead and left ventricular (lv) lead to bipolar c onfigurations.